Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), migraine ("migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstruation irregular, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: full occlusion of both tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), migraine ("migraines") and abdominal pain lower ("cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, menstruation irregular, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of product technical complaint incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement looked abnormal; essure rep took photo w/cell phone of screen showing placement". The patient's concurrent conditions included multiple allergies since 2009. Concomitant products included ethinylestradiol;levonorgestrel (seasonal) from (B)(6) 2014 for haemorrhage nos and ethinylestradiol;levonorgestrel (daysee) for hormone therapy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), migraine ("migraines"), cramp in lower abdomen ("cramping"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("scar tissue"), lower abdominal pain ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy - bilateral proximal partial salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine headache, lower abdominal pain and back pain had resolved and the menstruation irregular, migraine, cramp in lower abdomen, dysmenorrhoea and scar outcome was unknown. The reporter considered back pain, cramp in lower abdomen, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, scar, vaginal haemorrhage, lower abdominal pain and migraine headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of both tubes. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. A96182) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement looked abnormal; essure rep took photo w/cell phone of screen showing placement". The patient's concurrent conditions included multiple allergies since 2009. Concomitant products included ethinylestradiol;levonorgestrel (seasonale) from (B)(6) 2014 to (B)(6) 2014 for bleeding and ethinylestradiol;levonorgestrel (daysee) for hormone therapy. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycle"), migraine ("migraines"), cramp in lower abdomen ("cramping"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), migraine headache ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), scar ("scar tissue"), lower abdominal pain ("lower abdominal pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy - bilateral proximal partial salpingectomy surgical removal of coil(s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, migraine headache, lower abdominal pain and back pain had resolved and the menstruation irregular, migraine, cramp in lower abdomen, dysmenorrhoea and scar outcome was unknown. The reporter considered back pain, cramp in lower abdomen, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, scar, vaginal haemorrhage, lower abdominal pain and migraine headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: full occlusion of both tubes. Total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporter and patient demographics were added. Lot number, medical history and concomitant drugs added.events hormonal changes describe: mood swings, vaginal bleeding, menorrhagia, migraines / headaches, dysmenorrhea (cramping), scar tissue, lower abdominal pain, back pain and placement looked abnormal; essure rep took photo w/cell phone of screen showing placement added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.